Manufacturer narrative:
Investigation summary: a full DHR was performed on the batch information supplied. There was a notification search performed on the cannula material number 8002682 (cannula 18 x 1 ½ blunt fill) for the three batch numbers. The notification search for the last 24 months, including the batch numbers provided had no results triggered for any defects during grinding of the 18 x 1 ½ blunt fill needle. There were five photos returned to evaluate. It does appear that there is a piece of matter within the vial. After examination of the pictures it does appear that there is a piece of matter within the vial. It could be from the stopper as the fm does look like grey matter. To note: this hypothesis can only be done using pictures and no verification due to no samples provided. Conclusion(s): it is possible that the method of use contributed to the coring issues. A note about insertion - if the blunt fill needle is not introduced into the vial at a 90 degree angle and/or any rotation during the insertion occurs potential coring matter may be introduced into a vial purely by coincidence.

Event description:
It was reported that the bd¿ blunt filter needle had coring issues. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7361875. Medical device expiration date: 2023-02-28. Device manufacture date: 2017-12-27. Medical device lot #: 8090619. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-03-31. Medical device lot #: 8047733. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-02-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt filter needle had coring issues. There was no report of exposure, injury, or medical intervention.